Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had residual thrombus present. In (B)(6) 2013, clinical assessment identified the patient¿s qualifying condition as unstable angina (braunwald classification iiic) and the patient was referred to cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 100% stenosis and thrombus present and was 25mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with direct placement of a 3.50x28mm promus element stent, with 0% residual stenosis. After stent placement, there was residual ¿thrombus" noted. Anti-thrombus medicines was used post procedure.

Event description:
It was further reported that the site confirmed there was no thrombus present post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).